Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that an expired medication appeared in the station even though user had already removed it. A field service engineer (fse) reloaded remote support service (rss) to the station and verified the ability to dial in. The issue was then escalated to technical support specialist (tss) due to the station not updating information to the server. Tss performed a manual recovery on the station and confirmed that the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was not communicating and went offline on remote support service. However, there were no delays or adverse events or injuries reported based on this event.